Event description:
It was reported the stylus pen does not sync with the screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found the stylus pen would not sync with the programmer unless the cable at the base of the stylus was manipulated; stylus found out of electrical specification.